Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal that results in a fragment being left') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal that results in a fragment being left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstruation irregular ("abnormal period bleeding"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the device breakage and menstruation irregular outcome was unknown. The reporter considered device breakage and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: abnormal period bleeding and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal that results in a fragment being left') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.